Event description:
The customer called technical support (ts) reporting that the device has a failed preventative maintenance (pm) tests such as air flow, o2 mix, o2 flow, and touchscreen. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The reported issue was confirmed. The customer replaced the rp-touch screen. The device was then functionally tested and passed specification testing. No other anomalies were reported. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
H10: the faulty touchscreen was returned for failure investigation. The evaluator concluded that the touchscreen failed due to multiple resistance measurement failuring. It was then noted that a touchscreen calibration test was performed, and it failed.